Event description:
It was reported that a perforation occurred in the obtuse marginal during the use of a non-abbott balloon. A non-abbott bare metal stent was attempted to treat the perforation, but it failed to cross. The graftmaster was then attempted, but it dislodged and was found in the left anterior descending artery (lad). The stent was compressed into the lad wall with the stent delivery system (sds) balloon. The pt died due to complications from the perforation and not the dislodgement. However, there was a delay in the procedure due to the stent dislodgement, therefore the perforation was unable to be sealed and the pt subsequently died. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt's body. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.